Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is completed. Csi ID: (B)(4).

Event description:
Following treatment with a diamondback 360 coronary orbital atherectomy device (oad), a subintimal hematoma was observed at the left anterior descending artery. The hematoma was resolved with stent placement and procedure was completed. The patient was stable and discharged.

Manufacturer narrative:
Additional information: d9, h6, h10 . The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that bruising/hematoma is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: 12458.